Event description:
As reported by an edwards lifesciences field representative, during a transcatheter aortic valve replacement procedure via left-transfemoral approach, the distal tip of the 14fr esheath+ was split. There was severe calcium in the iliac and aorta. Several pre-dilation measures were taken, including an 8mm shockwave balloon. The 14fr esheath+ was unable to be fully inserted into the patient and was removed. Additional common iliac artery percutaneous transluminal angioplasty (pta) was completed with an 8mm balloon to dilate the vessel. Upon removal of the esheath+, it was noticed that a lip formed, and the distal tip began to split. A second 14fr esheath+ was inserted into the patient, but ultimately could not be fully inserted and the sheath was removed. The device was exchanged for a third 14fr esheath+ after additional ballooning to the distal aorta with a 10mm balloon. The new esheath+ was successfully inserted, and the 23mm sapien 3 ultra valve was successfully implanted within the patient. The patient did not experience any injuries. It was thought that the tip of the first esheath+ began to split due to the extensive calcium and resistance.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the site.

Manufacturer narrative:
The event reported is in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The esheath plus was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed the following: calcification and tortuosity are present in patient's left access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the distal tip split of the esheath plus was unable to be confirmed. The available information suggests/indicates that procedural factors (excessive manipulation) may have caused or contributed to the distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.